Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize electrode belt) has been confirmed. Upon investigation, the electrode belt receptacle assembly was not properly attached to the ca board. The cause of the inability to recognize an electrode belt is the improperly attached receptacle assembly. The root cause of the improperly attached receptacle assembly cannot be positively identified but is likely an assembly error. No adverse event resulted from the defective electrode belt receptacle assembly. The patient received a replacement monitor.

Event description:
A patient service representative (psr) contacted zoll customer support while attempting to fit a patient to report that the monitor would not recognize when the electrode belt was connected. The patient was issued a replacement monitor.